Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels; however, no specific values were provided. The low bg level caused the customer to lose consciousness. The customer required intervention from their co-worker who assisted the customer in treating the low bg with orange juice. Recommendation was made to consult with health care provider to discuss diabetes management. The customer was to use manual injections for insulin therapy.